Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a low/elevated blood glucose (bg) level of 30-50 mg/dl range. Suspected cause was due to the customer¿s personal profile requiring adjustments. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.